Event description:
Information reported form clinical study: this patient was randomized and treated to this clinical study for treatment of three cardiac lesions at the proximal right coronary artery (rca) mid rca, and the proximal circumflex. At index procedure the lesions were treated as follows: cto was noted at the mid rca and poba was conducted with an unknown balloon. A 2.75 x 18mm penta stent was implanted at the proximal rca. The proximal circumflex was treated using a 2.75 x 23mm bx velocity stent. Eight months post index procedure restenosis was observed at the proximal rca. This was treated using two cypher stents. The first 2.5x23mm cypher stent was deployed at the distal end of the implanted penta stent. A second 3.0x28mm cypher stent was deployed at the proximal end of the penta stent.